Event description:
The patient fell. Afterward the patient felt shocking or jolting at the lead location on his left side. When the patient flexed his body and inclined to the left, he felt stimulation changes. The patient felt shocking at 3.8 volts. He could usually increase stimulation to 4.0 volts. Impedances were within normal range. Please see MFR. Report #3004209178-2010-04596. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).